Event description:
A baxter home patient in the united kingdom reports a leak in the cassette of his homechoice set in dwell 2/3 of apd treatment. The patient noted when solution was found all over the floor and area around the cassette. The exact source of the leak could not be determined. The patient discontinued treatment, discarded the set and set up new supplies to complete therapy. The affiliate reports no patient injury or medical intervention as a result of incident.